Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced diabetic ketoacidosis. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.